Event description:
The customer reported a falsely decreased alinity c creatinine result for a patient that the physician was questioning after receiving the result. The following data was provided (customer¿s normal range for creatinine: 0 -1.3 mg/dl). On (B)(6) 2023 sid (B)(6): creatinine result: 0.5 mg/dl on (B)(6) 2023 sid (B)(6): creatinine result: 3.039 / sid (B)(6): creatinine result: 4.38 mg/dl I-stat creatinine result: 6.2 there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity c creatinine results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The complaint activity is normal for reagent lot 60912un22. A review of tracking and trending did not identify any related trends for the product for the issue. A review of the device history records did not identify any non-conformances or deviations associated with the lot number 60912un22 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity c creatinine reagent lot 60912un22.

Manufacturer narrative:
Patient identifier: (B)(6) (different samples for the same patient). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased alinity c creatinine result for a patient that the physician was questioning after receiving the result. The following data was provided (customer¿s normal range for creatinine: 0 -1.3 mg/dl). On (B)(6) 2023 sid: (B)(6): creatinine result: 0.5 mg/dl. On (B)(6) 2023 sid: (B)(6): creatinine result: 3.039 / sid: (B)(6): creatinine result: 4.38 mg/dl. I-stat creatinine result: 6.2 there was no impact to patient management reported.